Event description:
Reported due to a foot break the physician attempted an arteriotomy closure using the perclose proglide 6 french device after a diagnostic catherization. A femoral angiogram performed prior to the procedure confirmed the puncture site to be in the common femoral artery, which was greater than five (5) millimeters and "heavily calcified." It was reported when the physician "pulled back marking, he may have caught the posterior foot in the calcification. The foot closed without any problem but he couldn't find th e posterior foot." Hemostasis was achieved using compression. A post-procedural demoral angiogram was performed with no flow problems reported. The patients is reported to be fine and was discharged.